Manufacturer narrative:
Further additional information received from the physician/author stated that medtronic product did cause or contribute to the following observed adverse events: permanent pacemaker implantation (28 cases), need for an immediate second valve (4 cases), stroke (8 cases), and paravalvular regurgitation necessitating an additional procedure (3 cases). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author providing the mean weight of the patient population. Updated data: added mean patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: dowling c et al. "Initial experience of a large, self-expanding, and fully recapturable transcatheter aortic valve: the UK & ireland implanters' registry." Catheter cardiovasc interv. 2019 mar 1; 93 (4): 751-757. Doi: 10.1002/ccd.27934. Epub 2018 nov 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a multicenter registry¿s 30-day outcomes in patients who underwent transcatheter aortic valve replacement with the 34 mm evolut r transcatheter aortic valve. The outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were collected from 17 centers between january 2017 and april 2018. The study population included 217 patients (predominantly male; mean age 79 years), 215 of which were implanted with a 34 mm medtronic evolut r bioprosthetic valve (it was reported that a transcatheter aortic valve could not be deployed in two cases due to complex patient anatomy). No serial numbers were provided. Among all patients, 7 deaths occurred within 30 days post implant. Of those, one patient died from bleeding due to a femoral access site vascular injury and one patient died from spontaneous myocardial infarction 4 days post implant. Based on the available information, medtronic product may have been associated with these 2 death(s). The other 5 deaths were due to: bleeding complications associated with sternotomy for direct aortic approach (1 case) and non-cardiac causes (4 cases). Based on the available information, medtronic product was not directly associated with these 5 death(s). Among all patients, adverse events included: new permanent pacemaker implantation, second valve implanted, valve-in-valve implantation, valve-related dysfunction requiring repeat procedure, stroke, balloon aortic valvuloplasty (noted to have occurred 63 days post implant with a 24 mm non-medtronic balloon), vascular plug implanted (noted to have occurred 103 days post implant with a non-medtronic plug), valve migration/embolization, snare attempt, patient-prosthesis mismatch, low/deep valve implant, mild-moderate-severe paravalvular regurgitation, life threatening bleeding, major vascular complication, and increased mean aortic valve gradients. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.